Manufacturer narrative:
The device is not available for evaluation. Additional information was requested from the customer but no further details were available including the product details. A review of the manufacturing records could not be performed without the lot number. Additional information is pending and will be submitted within 30 days upon receipt. Attached is the report submitted by the customer to the FDA, report number 1000060000-2022-8011.

Event description:
As reported via voluntary medwatch, a patient was received from the catheter lab who who was treated with an unknown mynx device and presented with a hematoma on the right groin. According to staff, there appeared to be a failure of mynx closure device which led to the patient bleeding and had to have pressure applied to the groin site and at some point, the staff applied a non-cordis closure device. The non-cordis closure device was put into place, but the nurse was not able to inflate it and told the md who told her that he only wanted a little pressure on the area and that it was on tight enough that the patient would be fine. The patient was then taken to pre-post. While in pre-post, the patient's pressure dropped and the staff there had to hold pressure. They then took off the non-cordis closure device that was not working and placed another non-cordis closure device in place that was functional. The size of the hematoma increased within the next hour. A physician was paged who instructed staff to inflate a non-cordis closure device and do not remove for 4 hours. Direct pressure applied on the groin site for over 30 minutes. An order was received for an ultrasound with pseudoaneurysm noted at bedside. After the physician consulted vascular, an order was received to repeat ultrasound in 4 hours. The patient's systolic blood pressure was below 90s so a bolus was given and intravenous fluids were continued. The hemoglobin trended down to 7.9 and the physician was notified. Injury was a pseudoaneurysm. The patient was transferred to vascular for surgery. The device will not be returned for analysis.

Manufacturer narrative:
As reported via voluntary medwatch, a patient was received from the catheter lab who was treated with an unknown mynx device and presented with a hematoma on the right groin. According to staff, there appeared to be a failure of mynx closure device which led to the patient bleeding and had to have pressure applied to the groin site and at some point, the staff applied a non-cordis closure device. The non-cordis closure device was put into place, but the nurse was not able to inflate it and told the md who told her that he only wanted a little pressure on the area and that it was on tight enough that the patient would be fine. The patient was then taken to pre-post. While in pre-post, the patient's pressure dropped and the staff there had to hold pressure. They then took off the non-cordis closure device that was not working and placed another non-cordis closure device in place that was functional. The size of the hematoma increased within the next hour. A physician was paged who instructed staff to inflate a non-cordis closure device and do not remove for 4 hours. Direct pressure applied on the groin site for over 30 minutes. An order was received for an ultrasound with pseudoaneurysm noted at bedside. After the physician consulted vascular, an order was received to repeat ultrasound in 4 hours. The patient's systolic blood pressure was below 90s so a bolus was given and intravenous fluids were continued. The hemoglobin trended down to 7.9 and the physician was notified. The injury was a pseudoaneurysm. The patient was transferred to vascular for surgery. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿bleeding¿, ¿vascular pseudoaneurysm¿, and ¿ blood pressure systolic decreased¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Bleeding and vascular pseudoaneurysms are known potential complications and listed in the products IFU as such. A pseudoaneurysm is defined as an access site-related pulsatile hematoma in communication with the arterial lumen or venous lumen after using the vcd. As blood slowly oozes into the adipose tissue from a puncture hole that doesn¿t heal, this hematoma solidifies into a jelly-like consistency (which is clotted blood), and there can be persistent flow of blood from the artery into the hematoma cavity. This pouch or sac coming off the artery or vein looks like an aneurysm. It is called a ¿pseudoaneurysm,¿ or ¿false aneurysm¿ because the lining of this sac is not made up of the normal layers of the artery wall, but is rather just a fibrous lining that forms around the hematoma. For this reason, the sac is not a ¿true¿ aneurysm. A pseudoaneurysm can develop due to any type of penetrating injury to the artery or vein, including the initial puncture, insertion of the sheath introducer, or even the vascular closure device. The most common procedural-related risk factors associated with pseudoaneurysms are procedure type (interventional procedures tend to be longer and use larger sheath sizes, so there is more trauma to the vessel), puncture site (high sticks, low sticks, backwall sticks, side sticks and multiple sticks), anticoagulation therapy, gpiib/iiia therapy, and antithrombotic therapy. However, like any aneurysm, a pseudoaneurysm can rupture and cause bleeding, which can require prolonged manual compression, blood transfusion, or surgical intervention. Standard practice following hospital protocol calls for close observation, assessment and management of patients during recovery after percutaneous procedures. According to the instructions for use which is not intended as a mitigation of risk, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ as no lot number, catalogue code or other product information was supplied a phr could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.